Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc worked with the customer and performed the following: primed standard a (std a), calibrated the system and ran a precision test. The customer adjusted the pressure foot pump rate. The ccc had the customer gently mix std a and b and changed the sensor. The customer ran dilution check, and it was in range. It was discovered that the customer is using a stat spin. Stat spins are not recommended by tube vendor. The cause of the discordant, falsely low sodium result is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium (na) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The sample was then repeated a second time on an alternate instrument, resulting higher than the initial result, and matching the first repeat. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low na result.